Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported communication error and subsequent diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 597 mg/dl after approximately 4-24 hours of pod wear. The patient reported experiencing recent communication issues between the pod and two dexcom g7 continuous glucose monitors (cgms) after recently having transitioned from the dexcom g6 cgm, stating that errors included missing blood glucose readings or ¿sensor not found.¿ the patient further reported having recently transitioned from humalog to novolog insulin for use in the pods and suspected that this change may have contributed to the hyperglycemic event. Reported symptoms included uncontrolled vomiting. The patient was subsequently hospitalized, admitted to the intensive care unit, and diagnosed with diabetic ketoacidosis. Treatment at the hospital consisted of insulin therapy. The patient remained hospitalized for three days and was discharged on (B)(6) 2026.